Event description:
The hospital reported that during the cauterization portion an endoscopic vein harvesting procedure, vasoview hemopro 2 wires coming apart from the jaws. No issue inserting or using initially. Dial was at 2.5 on vh-3010. Opened up a new kit and finished the case. Delay of 5 minutes getting another kit. There was no injuries to patient, excessive bleeding or damage to the vein.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID (B)(4) updated sections. For lot 3000372056, 3000368147 there were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000355899- there were ncmrs , rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a